Manufacturer narrative:
Reported event of fiber misfired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured 0.5mm and appeared used. Examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered with an effective transmission of 73.6%. There were no signs of damage or other imperfections to the laser fiber length. The aiming beam did not exit out any location along the body of the fiber. Given the event description and condition of the returned device, the reported failure could not be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2015-00014 and 3005099803-2015-00015 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2014 that two flexiva tractip 200 laser fibers were used during a left ureteroscopic laser fragmentation of stone procedure in the ureter performed on (B)(6) 2014. Reportedly, the laser unit was set to 5j and 8hz. According to the complainant, during the procedure, there was a possible misfire by the first laser fiber it showed a flickering light through the coating of the fiber body when laser energy was fired approximately two-thirds from the fiber tip and one-third from the distal connector end (the subject of MFR. Report #3005099803-2015-00014). Another flexiva tractip 200 was used and also showed a flickering light through the fiber coating when laser energy was fired (the subject of MFR. Report #3005099803-2015-00015). The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2015-00014 and 3005099803-2015-00015 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2014 that two flexiva tractip 200 laser fibers were used during a left ureteroscopic laser fragmentation of stone procedure in the ureter performed on (B)(6) 2014. Reportedly, the laser unit was set to 5j and 8hz. According to the complainant, during the procedure, there was a possible misfire by the first laser fiber it showed a flickering light through the coating of the fiber body when laser energy was fired approximately two-thirds from the fiber tip and one-third from the distal connector end (the subject of MFR. Report #3005099803-2015-00014). Another flexiva tractip 200 was used and also showed a flickering light through the fiber coating when laser energy was fired (the subject of MFR. Report #3005099803-2015-00015). The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.